Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient has an interstim device for spasms in their bladder and bowel. They wanted to know if there was any other devices that could help with that as their interstim device hasn't helped at all and had been a waste of their time. Patient stated that they got the interstim device as a shot in the dark as their healthcare professional (hcp) told them that it may help with their constipation however they had terrible pain from the bladder and bowel spasms. Patient was advised to follow up with their hcp. Patient stated that the ins was on and it had been checked but it's just not helping. More information was received the same day with patient further reporting that they have a lot of medical issues and was in a lot of pain. They again reported that the interstim device was not helping so they had to go to another hcp to get botox injections to relax their pelvic floor. Patient stated that they were in so much pain that the bowel was overtaking the bladder problem, and that they are all connected because they are all one problem for the bladder and bowel. Patient also stated they were getting worse and worse. Patient mentioned having a doctor appointment the following day (B)(6) 2018. Additional information from the healthcare professional (hcp) on (B)(6) reported on (B)(6) the patient was seen and it was noted the patient had chronic constipation and obstructive defection status implantable neurostimulator (ins) place in (B)(6) 2017. The hcp noted the patient was overall doing well. The hcp noted she was recently evaluated by another hcp and was diagnosed with bladder spasms. The hcp stated the pelvic floor botox was recommended. The patient took 145 mcg linzess every other day and miralax daily, but she experienced abdominal ¿rumbling¿ and discomfort. The patient was moving her bowels on this regimen, but she was frustrated that she was still dependent on the medication. The patient was having a difficult time leaving the house secondary to the abdominal discomfort and difficulty with bowel movements. The patient stated on (B)(6) she was presented to discuss further management of her symptoms. The patient was requesting a refill on the topical lidocaine and nifedipine ointment. The patient had no other complaints on the time of the appointment (B)(6). The hcp noted had obstructive defecation and urinary retention and the patient planned to undergo botox injections with a hcp. The hcp had no other recommendation from a colorectal standpoint and the patient planned to continue with their current regimen. The hcp planned to refill her lidocaine and nifedipine ointment. The hcp asked the patient to follow up in the next few months if botox injection do not improve her symptoms. There were no further complications that have been reported as a result of this event.